Event description:
A customer in (B)(6) notified biomérieux of a false negative with bact/alert® fa plus blood culture bottle (reference 410851). The customer reported obtaining a false negative result during a verification test of the bact/alert® and bd systems. They followed cumitech 31a guidelines with a final concentration of inoculum of 3 x 102 cfu/ml or 30 cfu/bottle. An inoculum of organisms including cryptococcus neoformans to inoculate both the fa and bd bottles was performed. The bd bottle gave a positive result and the bact/alert® bottle gave a negative result. The customer reported failing the local testing for moh. There is no patient sample associated with this event. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: the investigation examined the bact/alert® fa plus bottle (p/n 410851) lot 3049447 expiry 13sep18 manufacturing directions, including the quality control release testing documentation, and all results were within specification. Quality assurance subsequently released the lot for distribution to the field. A review of complaint data for all bact/alert® bottles, in the year before the complaint date, did not find any other complaints that included the organism cryptococcus neoformans. Upon reviewing the customer's seeded study procedure and comparing it to the biomérieux recommended procedure [part number 60-00799-2] it is believed that the customer did not adjust the dilution scheme to account for the larger size of the yeast cells. Thus the inoculum most likely contained fewer organisms than predicted. No feedback was shared that the customer performed a plate count on the inoculums. Hence; the negative result at 5 days and the positive result at 5.28 days may be influenced by very low numbers of organism present in the original seeded inoculum. When low inoculums are used, reproducibility of results is difficult when performing a seeded study. The user's technique and sample variation can result in one bottle becoming positive and another not. In addition, the bottle IFU does give direction that some rare and fastidious organisms may require extra actions for recovery such as extended test times or subculture to appropriate solid media. A repeat seeded study using the biomérieux seeded study procedure pn 60-00799-2 is recommended. Advice for successful results are: use more than one strain, if possible. Use more than one bottle, procedure states test in triplicate. Use the yeast dilution scheme in the procedure. Perform a plate count on the inoculum to ensure the dilution is correct.